Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 39 mg/dl. The blood glucose plummeted to 39 mg/dl and took two spoonfuls of sugar jelly it went to 300 mg/dl and gave himself a bolus but kept going up. The blood glucose went to 339 mg/dl and gave another bolus and it started to go down. Afterwards every went ok. The pump will not be returned for analysis.